Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level was 175-195 mg/dl.the customer continued to use the pump for insulin therapy and had manual injection supplies available as alternate therapy.